Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an auriga xl 3020 laser console was used in an unknown procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the laser console alerted error 34- flashlamp at limit, and the user attempted to press away the error. The alerted error message blocked the display screen and was unable to be pressed away. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.